Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including bench handling, stress testing, and defib cycling without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. The battery and power supply were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.